Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Eval, method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found a small piece of the optic along with one loop haptic torn off. There was evidence of dry clear surgical residue on optic surface. Conclusions: (unable to confirm complaint): based on the complaint history and lens work order search and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2010v+12.00 diopter three piece silicone lens. Lens haptic bent as the surgeon was advancing the lens in the patient's right eye. The lens was partially inserted, not completely in the eye. The surgeon removed the lens with no injury to the patient. Another same model and size lens was implanted. Cause of bent haptic is unknown.

Manufacturer narrative:
Method: device history record review. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured with no exceptional conditions that affect product quality; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).